Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pulse generator exchange due to the elective replacement indicator. The physician had concerns that the battery discharged prematurely. The generator was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion/longevity anomaly was not confirmed. The device was received in backup mode which was triggered post-explant consistent with exposure of the device to low temperature. Device image analysis indicates the pacer remained above elective replacement level throughout the implanted period. Analysis performed after installing a new battery and reloading the product code, including functional testing, did not find any high current anomaly or any indication of premature battery depletion. Total projected longevity based on field settings is 8.9 years; implant duration is 6.88 years which exceeded 75% of projected longevity and it is considered normal battery depletion.